Event description:
It was reported that stent damage occurred. The patient presented with severe lower limb ischemia. Vascular access was obtained via brachial approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. After a 6fr 90cm non-boston scientific guide catheter was introduced, pre-dilation was performed which resulted to 60% residual stenosis. A 7.0x60x135 cm express ld stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal tip of the stent was lifted. The procedure was completed and there were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter city:(B)(6).

Manufacturer narrative:
Device evaluated by MFR.: an express ld device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination of the stent found no evidence of damage, or any other issues noted. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. E1- initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with severe lower limb ischemia. Vascular access was obtained via brachial approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. After a 6fr 90cm non-boston scientific guide catheter was introduced, pre-dilation was performed which resulted to 60% residual stenosis. A 7.0x60x135 cm express ld stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal tip of the stent was lifted. The procedure was completed and there were no patient complications nor injuries reported.